Manufacturer narrative:
The article number (B)(4) corresponds to the article number (B)(4).

Event description:
The patient had a prior hinged knee failure and diagnosis of nickel allergy. The patient underwent implantation on (B)(6) 2022 of a hinged link knee which had been custom coated with tinbn. The patient underwent revision knee surgery on (B)(6) 2025. The operative report notes that the femur component implanted (B)(6) 2022 was loose. [Customer].

Event description:
The patient had a prior hinged knee failure and diagnosis of nickel allergy. The patient underwent implantation on (B)(6) 2022 of a hinged link knee which had been custom coated with tinbn. The patient underwent revision knee surgery on (B)(6) 2025. The operative report notes that the femur component implanted (B)(6) 2022 was loose. [Customer]

Manufacturer narrative:
The article number 313-05052 corresponds to the article number 11c001432. The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.